Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd intima-ii¿ closed IV catheter system ¿the nurse found the needle broken from the middle position in the catheter after failed puncture. The nurse then removed the catheter and needle. The nurse stated "the catheter did not advance into vessel smoothly, this issue did not cause any harm to patient or nurse.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
A sample/photo was not received for the purpose of our investigation. The investigators were unable to observe the reported failure mode in the sample provided. The batch record was reviewed, no related abnormalities were found. 5 retention samples were subjected to tests for penetration force, and the size of the sample was measured and the rigidity and toughness of the needle were tested. Unfortunately, the failure mode could not be replicated and the affected unit could not be reviewed and tested the root cause could not be determined.